Event description:
Customer reported the c-arm will move up, but not down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and found the c-arm went up too far, causing the brake to lock up. Ge rep released the lock. Sys operates as intended.